Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the pilot valve ohms at 187.7. Additional malfunction is the power switch has no alarm.